Manufacturer narrative:
H6. Investigation summary: catalog number: 367983. Batch number: 2161703. Bd had not received samples, but 2 photos were provided for investigation. After review and analysis of the customer received photo, with the first photo bd is able to confirm missing additive. In the second photo, bd is able to confirm the reported failure modes of fibrin and poor barrier separation within the tube. Additionally, retention samples of the incident lot were selected from bd inventory for further evaluation for poor barrier separation and fibrin: bd was unable to duplicate the customer¿s indicated failure of poor barrier separation because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. However, bd was able to duplicate the customer¿s indicated failure of fibrin strands as the defect was present in testing of the retention lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation and missing additive based on the photos provided. This complaint has been confirmed for fibrin based on the testing of the retention samples. Bd was not able to identify a root cause for the indicated failure mode. Production records indicated a clogged nozzle; however all process and final inspections comply with specification requirements. During quality assurance (qa) and technical associate (ta) checks, no issues of missing additive tubes were found. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation, insufficient additive quantity, and missing additive. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the samples did not separate correctly when they were spun. Device name/description: tube blood collection vacutainer gold with clot activator and gel for serum additive13mm x 75mm x 3.5ml customer reported some tubes from lot# 216703 may have been missing the additive thus causing a non-clotting issue. Customer reported tubes from lot# 216703 not clotting as expected. Customer reports some of the tubes appear "completely clear opposed to the majority of them that had speckles in them".

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced poor barrier separation, insufficient additive quantity, and missing additive. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the samples did not separate correctly when they were spun. Device name/description: tube blood collection vacutainer gold with clot activator and gel for serum additive13mm x 75mm x 3.5ml customer reported some tubes from lot# 216703 may have been missing the additive thus causing a non-clotting issue. Customer reported tubes from lot# 216703 not clotting as expected. Customer reports some of the tubes appear "completely clear opposed to the majority of them that had speckles in them".

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.